Event description:
It was reported that the patient's symptoms began (B)(6) 2010. The surgeon does not fault the device.

Manufacturer narrative:
It has been determined that the details of this report are a duplicate of an earlier report, 3005477969-2012-00371, for which device evaluation is currently ongoing. Please disregard this report and await our follow up report for case 3005477969-2012-00371.

Event description:
It was reported that revision surgery was performed due to pain.